Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead currently remains implanted. In office follow-up showing noise on presenting. Testing values were within range however overall pacing impedance and sensing trend showing decreasing values. Rep also noted loc as well. Data to be presented to physician for next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.